Event description:
A malfunction was reported, displaying malf 0 on the device, but no significant events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer did not report any previous reset attempts but was assisted by technical support to reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurred.